Event description:
During a lead revision procedure, the surgeon had difficulty placing the leads in the implant. The surgeon decided to implant the patient with a new advanced bionics spinal cord system.